Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, for approximately 6 months, she could see well, then her vision became blurry and it was hard to read. She reported that her surgeon did a revision on her measurements by lifting the flap in 2017. She reported that her vision improved until again about 6 months later and the blurry vision returned making it hard to read again. She reported the surgeon did another revision about 5 months ago and her vision did well until recently. It has become blurry and cloudy and hard to read. She reported that her surgeon stated the lens is in its correct position and appears to be fine and he can't explain why this is occurring. She reported that the surgeon is referring her to another specialist for a second opinion and she will see them later this week. She reported that she wears glasses to try to help but they don't do anything to help her vision. Additional information was provided by the patient that she went to a cornea specialist, and no cornea issues found. She reported that she has another cornea appointment coming up.